Event description:
The patient was undergoing decannulation from ECMO today and upon removal of the antegrade perfusion sheath, the hub of the sheath broke off and a 10 cm segment of the arterial sheath was retained in the superficial femoral artery. Groin exploration was undertaken by thoracic surgery. However, upon exposing the artery it was found that the sheath had migrated down to the right below knee popliteal artery. Vascular surgery was consulted for the removal of the segment of the sheath.